Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen, 2000mcg/ml at 694.3 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. An alarm was heard and confirmed by telemetry. The alarms that were occurring were reset, safe rate. When they tried to reset the pump it kept going into safe state. The patient experienced sudden return of spasticity. The pump was replaced. The cause of the reset, safe state alarm and safe state was not determined.

Manufacturer narrative:
Analysis of the pump revealed high resistance of the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.